Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the tip of the screwdriver sheered off during screw insertion. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 314.05, synthes lot: 4971383, supplier lot # 4971383, release to warehouse date: 23 mar 2005. Manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the cannulated hexagonal screwdriver was received at the us cq. The hexagonal distal tip of the device had been torn off at the base of the segment. Jagged remains of the segment remain on the shaft at the bevel. The fragment was not returned with the device. No other issues could be identified with the returned portions of the device. The device failure/defect was identified. Dimensional inspection: tip inner diameter was measured and was conforming per relevant drawing. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) manufacturing record evaluation: the received device (part # 314.05 lot # 4971383) was manufactured at the synthes brandywine site on 23 march 2005. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint was confirmed for the cannulated hexagonal screwdriver. The distal tip of the screwdriver was broken off. The fragment was not received. The jagged remnants of the drive feature could be seen at the distal end of the shaft. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. MFR site : corrected physical manufacturer . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the screwdriver broke. A replacement screwdriver was used. There was a surgical delay of two (2) minutes. No patient consequence reported. Concomitant device reported: unknown screw (part#unknown, lot # unknown, quantity # 1). This report is for one (1) cannulated 4.0 mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).